Manufacturer narrative:
Date initial report sent: 12/19/2007.

Event description:
Procedure: lobectomy. According to the reporter: when released the instrument from the tissue, some staples were caught in cartridge. The visceral pleura was slightly torn when the surgeon tired to release the instrument from the tissue. As a result, bleeding occurred and cautery and suture had to be used to stop the bleeding was minimum and the patient was fine.